Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. External visual inspection of returned material revealed exposed wires on the handheld cable. A replacement handheld cable was used and the unit powered on successfully. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The root cause was isolated to physical damage due to an undetermined event.

Event description:
This report is to advise of an event observed during analysis confirming exposed wires of the handheld cable.